Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the reservoir compartment is broken off and the reservoir is not staying in place. Customer's blood glucose at the time of the incident was 270 mg/dl. No significant events leading to the damage were observed. Product is expected to return.